Event description:
On 8/3: customer reports at the end of a ureteroscopy procedure, male pt (age not reported) under general anesthesia, the table failed to move out of the trendelenburg position. Before pt could be anesthesia could wake up the pt, the pt had to be moved to a stretcher. No further incident, no report injury.

Manufacturer narrative:
Field service engineer investigated the complaint of no table movement, but was unable to duplicate the problem. Fse checked and verified table functionality using hut service manual. No problem found with this system. System returned to full service by the customer.